Event description:
The hcp (healthcare professional) was unable to aspirate the catheter. They were planning to fill the pump with saline and bridge the remaining morphine in the system. After that was complete, they planned to inject dye into the catheter to do a dye study. The device system was delivering morphine at the time of the event. The patient/device information, patient symptoms, dye study results, interventions, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The drug concentration was too high so the pump was filled with saline. The patient was 'fine now'.

Manufacturer narrative:
(B)(4).